Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one photo and one used primary set, model 11522558, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's male luer was disconnected from the tubing. No other defects were observed. The customer's complaint of a medical device failure was verified. A device history record review could not be performed on model 11522558 because a lot number was not provided by the customer. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been properly applied to the tubing during the assembly process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the gem v/nv 20dp ps ckv 3ss dehp free experienced device damage while still considered operable. The following information was provided by the initial reporter: it was reported by customer that they had medical device failure.